Event description:
I was a candidate for a rather new procedure called "interstim therapy". In 2006, a "test stimulation" was performed to assess the effectiveness of the therapy, prior to placing the neurostimulator implant, at hosp. I was advised by dr before surgery that I was to call his office if I had any compliclations, but to call "interstim's therapy consultant", if it is affecting my urinary symptoms, for important follow-up. Five days later, I was notified dr and interstim's therapy consultant, who had assisted during the surgery, that I had "terrible stomach aches and emergency potty's every 15 to 20 mins during the night." I had stopped drinking at 6 pm and still had to run constantly at all through the night. Dr ordered a urine culture but it came back negative. I was told to wait for interstim's consultant to call. Interstim's consultant called: his tone and mannerisms were both crude & demeaning towards me, he said "I left him too long of a message on his answering machine and I was wasting his time" "that he only wanted to know if the interstim was doing good." I answered, "no!" "That I was worse, I hadn't slept worth a darn and terrible stomach aches after each time I urinated. I asked him if the settings should change, because of the problems on the setting I was on the "test stimulator box" via the info I was given, and was told by the dr and nurses before the surgery. The consultant refused and said to call him two days later and he stated, "to only tell him if it was any better." That he would call be back later that night. I asked him again to change the settings because of the problems that I was having on these settings; he said, "I had the problems before I should be used to it." I called him again that day and left message I was worse to please call me back but he didn't call me back. Two days later, I called the dr's office to report that the consultant didn't return my call or change the settings on the "test stimulator box" for six days when I've continued to have these problems. The nurse called interstim's consultant and then called me in the afternoon and told me he told her to change the settings on my "test stimulator box", and I did. I went to dr's office, the nurse removed the stitches, looks good and a change of setting helped. I was urinating every one and a half hours, that was where I was before the surgery. I wasn't satisifed, I was upset. I trusted the dr, nurse, and the info it was given that this would not be a quick fix but the chances were good that it would help but this was seven days since surgery and I really haven't had too much of a follow up. The nurse said it would be okay, I have to give it a chance. I only had until the end of the week because I had to be at hosp at 6 am to either have the implantation/removal or go ahead with the implanted neurostimulator. I called interstim's consultant and left message that I wasn't any better. He called me back after supper and asked me to change the settings on the test stimulator box and I did. He also advised me that he did follow ups with other pts to do them a favor, that it wasn't his job. I told him my info differs and we got in an argument. He said he didn't have to listen to me read him his rights and hung up on me. Two days later, I felt I had no one to help me and was disappointed that I went through this costly procedure with no follow up by consultant. A second dr immediately called dr while I was in his office. Dr said "I was leaning towards the removal of the test stimulator box since the previous day." But that was when I callled dr's office and complained of the terrible stomach aches and emergency urination and no follow up by consultant. So rn called me later that day and had me change settings. The next day rn called and asked me to change the settings because it wasn't any better. Nineteen days later, I requested md to remove medtronics test stimulator because of failure of the test stimulator or the inadequate monitoring of medtronic's therapy consultant. Rn removed stitches. I called medtronic's customer service to file a complaint against therapy consultant and the interstim procedure. I received response from medtronic's senior pts service specialist and said a formal report has been created and said they are in the process of investigating the issues. Three months later, I called her again and asked if she heard anything more but she said they hadn't found anything. I told her I filed a written complaint with medwatch of federal drug administration. I asked if she notified them of my complaint about medtroncis external test stimulator and therapy consultant failing to properly follow up. She said that I only complained about consultant and that is what they looked into.